Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced left-sided capsular contracture (grade unknown) and rupture postoperatively. The patient stated that her left breast has been hard and painful for about the last 9 months. The patient feels left-sided breast pain, when she lies on her stomach. Due to the symptoms, mammogram was performed on (B)(6) 2020, and the result indicated left-sided implant leakage. At the time of this report, mentor has received no information regarding an expected explantation date. It is not conclusively known if the reported device is gel or saline. At this time of report, the device is reported as a gel device. The date of implantation was estimated as (B)(6) 2005 based on available information. If additional information is received in the future, a supplemental report will be submitted.